Event description:
It was reported that a malfunction occurred, identified as "malf 0,". There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears. No further impact on the customer¿s condition was noted.